Event description:
A customer reported an issue with their insulin pump, which was encountering a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer found that a previous cartridge's o-ring was stuck on the pneumatic tap, which they removed before cleaning the area. After this, the customer successfully loaded the cartridge and resumed insulin delivery. No further actions were necessary, and the case was closed by customer support.